Event description:
Device 1 of 3. Ref MFR report: 1627487-2012-02142 and 1627487-2012-02143. It was reported the pt feels a burning sensation a few hrs after he stops charging. He alleged he feels the burning from the ipg site up towards the leads but he has no issues while charging. He also reported if he turns his stimulation amplitude past 4 bars then he feels like he is being pulled to the left. No further info is available at this time. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Add'l correction/removal report numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field correction and field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.